Event description:
The facility reported an infusion pump with failure code 570:320. This event occurred before use. According to the hospital representatives, there was no pt injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition was confirmed. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-132.